Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total elbow replacement, the patient experienced a surgical complication in which the ulnar nerve was severed. It was reported that no products caused the surgical issue. The patient needed neurosurgery to graft the nerve. It was also reported that there was no delay in the procedure. The event occurred intra-operatively during a reverse s2s step of the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total elbow replacement, the patient experienced a surgical complication in which the ulnar nerve was severed. The event occurred intra-operatively during a reverse s2s step of the procedure. Attempts have been made and no further information has been provided.